Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on october 21, 2020.

Event description:
Per the clinic, the patient never perceived benefit from the implant leading to device non-use. The device was explanted (B)(6) 2020. The patient will not be reimplanted.